Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implant procedure of the subject ICD, artifacts were observed on the rv channel when suturing the pocket, causing pacing inhibition. The electrical parameters were checked: lead impedance, coil continuity, sensitivity and pacing threshold. The lead was disconnected from the ICD; it was cleaned and its integrity was checked (visually, with x-ray and with psa). The noise could not be reproduced when manipulating the lead connected to the psa. The lead was then screwed again to the ICD and good connection was carefully checked. When moving the can and the leads, artifacts were observed again. The ICD was thus replaced. No artifact was observed with the new implanted device. The patient is enrolled in remote monitoring system. The device was returned for analysis.

Event description:
Reportedly, during the implant procedure of the subject ICD, artifacts were observed on the rv channel when suturing the pocket, causing pacing inhibition. The electrical parameters were checked: lead impedance, coil continuity, sensitivity and pacing threshold. The lead was disconnected from the ICD; it was cleaned and its integrity was checked (visually, with x-ray and with psa). The noise could not be reproduced when manipulating the lead connected to the psa. The lead was then screwed again to the ICD and good connection was carefully checked. When moving the can and the leads, artifacts were observed again. The ICD was thus replaced. No artifact was observed with the new implanted device. The patient is enrolled in remote monitoring system. The device was returned for analysis.

Manufacturer narrative:
(B)(4).